Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2021-11-22. H6: investigation summary: a device history review was conducted for lot number 1050062. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally samples were returned to aid in evaluation and testing. Our engineers noted that the devices displayed yellowing of the stopper, the paddle hub, the extension tubing, and the septum. No structural damage was observed. The issue has been confirmed. Based on the visual observation of the devices our engineers believe that the most likely root cause for this event is related to the storage conditions that he devices are being exposed to post-production. According to the instructions for use, the intima-ii should be stored in a well ventilated facility away from any oxidative agents or gases.

Event description:
It was reported that 25 bd intima-ii¿ closed IV catheter systems experienced damaged prns. The following information was provided by the initial reporter: without removing the small package, the surface of the prn was damaged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 25 bd intima-ii¿ closed IV catheter systems experienced damaged prns. The following information was provided by the initial reporter: without removing the small package, the surface of the prn was damaged.